Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Through follow up communication under a previous case from the same hospital, livanova deutschland learned that the device was cleaned regularly per the IFU, placed inside of the operation theater during use, with the fan facing away from the patient in direction of an exhaust fan in the wall. The device was kept in a housing with negative pressure in relation to the pressure in the operating room. The estimated distance between the surgery field and the device is 3 meters.

Event description:
Livanova (B)(4) received report (B)(4) from (B)(6) stating that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera (sample from (B)(6) 2020). The laboratory report confirming the reported contamination has been provided to livanova. There is no known patient involvement.